Event description:
Lens dispenser reported pt having discomfort about 15 days after purchasing the contact lenses. The optometrist examined pt and was referred to an ophthalmologist for treatment. The ophthalmologist diagnosed an infectious corneal ulcer located in the central 4 mm of the cornea with permanent decrease in visual acuity. The ophthalmologist conducted a (B)(6) study which confirmed the cornea was perforated, no culture was performed. The pt was referred to the (B)(6) for treatment. The ophthalmologist noted that the reason for the corneal ulcer was due to "maximum use of the contact lenses and poor hygiene by the pt". There was no culture performed. Pt no longer under treatment. Pt claims unable to see with left eye and a corneal transplant is needed.

Manufacturer narrative:
The complaint sample was not returned for evaluation. The lot device history records were reviewed and show that all requirements were met. Ophthalmologist reported the event was due to "maximum use of the contact lenses and poor hygiene by the pt". Based on all information, no causal factors can be determined and no conclusion can be drawn.